Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Synthes (B)(4) reported that during a surgery on (B)(6) 2013, a depth gauge did not indicate the correct length. It seemed to measure 3.5mm too long, or the inner measuring needle of the depth gauge was too short. After drilling, the surgeon measured off the 10mm screw length, but when he inserted the screws, they were 2.5mm too short. Surgeon removed the 3 screws that were too short and discarded them, and exchanged them for 3 longer, 12mm screws. He was able to complete the surgery with no further problem. There was reportedly no harm to the patient. This is 1 of 1 report for this event.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. There is no visible damages or wear on the instrument. The length of the feeler gauge 28.3 plus,minus 0.5 referring to drawing (B)(4) does not meet the specifications. It was measured 2.5 mm too short. The laser weld on the feeler gauge is missing and it therefore does not meet the specifications. This complaint is deemed valid from a manufacturing specification and CAPA (B)(4)has been opened.